Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was becoming unresponsive. Reportedly, the customer has to press the button multiple times for the pump to respond. Contact stated that they were unsure if customer's blood glucose levels were impacted. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source.